Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a static blue circle and became unresponsive after an attempted software update while charging, which was addressed by instructing the user to allow the device to power down and then reboot; the device subsequently powered on and operated normally. Symptoms included no adverse clinical effects and no changes to blood glucose control. Outcomes included no need for medical intervention and no hospitalization. Investigation included remote troubleshooting and user education, including guidance to sync data, shut down procedures, and verification of normal function after reboot. Investigation of this case revealed a transient device software freeze consistent with an interrupted or incomplete update, with the user interface display affected; the condition resolved after a full power cycle. It was concluded that the cause was a software-related transient malfunction that resolved with standard reboot procedures.